Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the s1 drg lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had high impedance on s1 drg lead which prevented patient from entering MRI mode. Surgical intervention was undertaken on (B)(6) 2024; however, the lead was fractured while explanting. Eventually, the lead was left abandoned in the patient. Additional surgical intervention may be pending to address the issue.